Manufacturer narrative:
The customer indicated that there is no product to return at this time as it is in use; therefore an analysis cannot be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that nihon kohden bsm-6000 monitors with masimo set "sometimes display erroneous spo2 measurements for 1-2 minutes and eventually will reach the actual value." Crna is complaining that when a sensor is applied, it takes an excessive amount of time to acquire an accurate measurement. Spo2 will start off very low (80's) and then "work its way up to the actual level over 1-2 minutes." A big concern that they have is that this "erroneous" information is transmitted to the emr and can delay the start of the case. She finds this phenomenon occurs with both the adtx sensors and the dc-1, but they do not have any affected sensors to give me. She states that this happens intermittently throughout the or, but happens more frequently in the gi lab and in patients with low perfusion. There was no known impact or consequence to patient.